Manufacturer narrative:
The insulin pump received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alert less than 1 week. The customer's blood glucose value was 134 mg/dl at the time of incident. The insulin pump will be returned for analysis.